Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported increased threshold measurements and dislodgement. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and the helix were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this right ventricular lead exhibited increased threshold measurements. At implant the thresholds were .6 v @ .4 ms; at the post-operative check the thresholds had increased to 1.8 v. The patient was discharged, however presented a couple days later due to feeling symptomatic. Intermittent capture was noted along with an increase in threshold measurements to 3.5 v. An invasive procedure was performed to place a new rv lead and at that time it was noted this lead had dislodged. This lead was successfully explanted and replaced. No adverse patient effects were reported. The event and explant dates provided do not make sense so they were left off of this report.